Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with an unspecified mentor gel breast implant and suffered from a rupture on the unknown side. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on 8/4/2021, the following fields were modified: - removed patient code "recognized procedural complication" and replaced it with "serious injury" - removed "silent rupture (post-implant)" and replaced it with "adverse event" per ¿ the patient does not appear to have deflation or rupture¿.